Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis; however, performance data was collected from the device and has been analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.